Manufacturer narrative:
Internal complaint reference case (B)(4). (B)(6).

Event description:
It was reported that, during machine set up for a cori assisted surgery, it was found that the "test spin" did not work. The burr did not spin during test spin. They got two clicks while locking the burr in the real intelligence robotic drill. The kpc testing passed but the burr did not spin even during kpc test. The drill overheated during kpc testing. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6),intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill motor or drill motor shaft failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.